Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: there have been no alleged staple malformation issues during procedures that resulted in the air leaks. No reoperations have occurred, only chest tubes placed.

Event description:
It was reported that post-op of a right vats lobectomy that an air leak was detected prior to patient discharge from the original procedure. Surgeon stated leak was on the staple line but did not re-operate but patient was kept in the hospital for seven days longer that originally planned and was sent home with a chest tube.